Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating this cadd legacy pca pump delivered two consecutive boluses, whereas the pump was set up for 2 boluses (morning and night) with a refractory period of 10 hours. It was also reported that when the nurse heard the pump start, the nurse clamped the tubing which caused an occlusion alarm. The nurse disconnected the pump. No adverse effects reported.

Manufacturer narrative:
Evaluation results: one cadd-legacy pca was returned for investigation. The customer stated product problem was not replicated. A review of the event history log did not show the two consecutive boluses within 10 hours. The investigator noted that there were some boluses, but they were given on different days with more than 10 hours in between. The pump passed all functional tests. The problem source of the reported product problem was unknown. A root cause was not established.